Manufacturer narrative:
Height adjustment rack; restraint straps.

Event description:
It was reported by service report that the restraints on the cot were torn and the left and right height tracks were bent. The customer could not determine whether there was pt involvement or adverse consequences occurred.